Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl at the time of the incident. The customer had just started on pump therapy. The customer used insulin pens and was given intravenous insulin to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was getting no delivery alarms and had some bent infusion set cannulas. Troubleshooting was not completed as the customer was convinced that there was something wrong with the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No insulin flow blocked alarm noted. (B)(4).